Event description:
Report received from (B)(6) stating that the device had damage to the shaft part. The device was not used in surgery. It is unk if injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the complaint of shaft part damaged was confirmed. If additional info is received, a supplemental report will be sent. (B)(4).